Event description:
Boston scientific received information that the clinic noted oversensing of noise and loss of capture on the right ventricular (rv) lead resulting in an unknown duration of pacing inhibition. The physician was concern over a possible lead fracture. All lead numbers were within normal range, however, the patient was noted to have low r-wave amplitude. A revision procedure was performed where the rv lead was explanted and a new lead was successfully implanted. Upon inspection of the removed rv lead, there was insulation abrasion near serial number and blood in the lead. Blood in the rv port of the header on the device was also observed, thus the device was electively explanted and replaced during the revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned severed at 80 mm from the terminal pin. The lead was returned in two segments for a total length of 600 mm. Visual inspection revealed lead on lead abrasion at 165 to 170 and 543 to 552 mm from the terminal pin. Deformed conductor coils were also noted at 103 mm and at 177 and 185 mm from the terminal pin, which was attributed to the suture sleeve tie down site. Further inspection revealed that the conductor coils were stretched at 451 to 475 mm from the terminal pin and bent proximal to the anode electrode at 570 mm from the terminal pin. The insulation was cut at 183 to 185 mm from the terminal pin, analysis concluded that this was most likely due to the removal of the suture sleeve tie down. The lead was x-rayed for a fracture. No fracture was found and both of the lead segments were subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. The field allegation of fracture was not able to be confirmed. The field allegations of oversensing of noise, insulation abrasion near serial number and blood in the lead was confirmed through testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.